Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from a dutch physician and concerns a female patient. The patient was injected deep periosteally with radiesse into both zygomas (also reported as cheeks), on (B)(6) 2025. Batch number was reported as unknown. A total of 0.5 ml of radiesse was injected per zygoma. Radiesse was injected using a 27 g needle. Radiesse was diluted with 0.2 ml of lidocaine (product preparation issue, off label use of device). The patient was injected deep dermally with the rest of the spare radiesse for skin improvement of the cheeks, on (B)(6) 2025. Radiesse with lidocaine in a 1:1 ratio and was injected using a 22 g 50 mm cannula. The patient was previously injected with radiesse in the cheeks (reported as the same area). The patient's relevant medical history and medications were reported as none. On (B)(6) 2025, seven days after the radiesse injection, the patient experienced signs of infection in her left cheek, redness, swelling, that were hot to touch and painful, and an abscess. On (B)(6) 2025, the patient experienced fever. The physician prescribed ciprofloxacin antibiotics, 200 mg once per day. She went to the hospital where they concluded that she had an abscess in her cheek. A surgeon drained this and prescribed flucloxacillin, 4 times a day. The outcome of the event was reported as resolving (ambiguously reported as resolved, on (B)(6) 2025). Follow-up information was received on 20-aug-2025: linking sentence was added. The patient was injected with radiesse 1.5 ml, for lifting/volume. Batch number was reported as a00149710 (expiry date: 18-feb-2026). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00149710 (expiry date: 18-feb-2026). A lot search in the global safety database was conducted. The patient was previously injected with radiesse into the cheeks and chin, for skin improvement, and had no complications. The patient needed to flush the abscess 4 times a day. The outcome of the event remained unchanged. In the opinion of the reporter, the event was related to injection procedure, treatment was necessary to make sure the event healed correctly, and the event was not considered to be permanent. Malfunctions or device deficiencies did not occur during the treatment.

Manufacturer narrative:
Assessment by merz: the events occurred in a compatible temporal and local relationship. Injection site infection (serious) is expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. The reported redness, swelling, pain, abscess and fever are considered to be symptoms of the infection. Product preparation and off label use of device were coded only for formal reasons. A dilution of radiesse with lidocaine is no approved indication for radiesse in the EU. Product preparation issue might have contributed to the events. Injection site infection is possible with every kind of injection procedure. According to the IFU, the treatment must be carried out under appropriate aseptic conditions. However, corresponding details on patient's skin condition prior to treatment were not provided. Possible confounding factor includes the patient's previous treatment with radiesse, however, no further information was provided. Nevertheless, a contributory role of the current treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with ciprofloxacin in addition to surgical intervention with a resolving outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site infection because surgical intervention was deemed necessary to prevent a permanent damage. Merz re-assessment due to follow-up information received on 20-aug-2025: the batch record review for radiesse, lot a00149710, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00149710) and no similar events were noted. In the opinion of the reporter, the event was related to injection procedure, and treatment was necessary to correctly heal the event. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case remains as serious with the serious event injection site infection because surgical intervention was deemed necessary to prevent a permanent damage.

Manufacturer narrative:
Assessment by merz: the events occurred in a compatible temporal and local relationship. Injection site infection (serious) is expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. The reported redness, swelling, pain, abscess and fever are considered to be symptoms of the infection. Product preparation and off label use of device were coded only for formal reasons. A dilution of radiesse with lidocaine is no approved indication for radiesse in the EU. Product preparation issue might have contributed to the events. Injection site infection is possible with every kind of injection procedure. According to the IFU, the treatment must be carried out under appropriate aseptic conditions. However, corresponding details on patient's skin condition prior to treatment were not provided. Possible confounding factor includes the patient's previous treatment with radiesse, however, no further information was provided. Nevertheless, a contributory role of the current treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with ciprofloxacin in addition to surgical intervention with a resolving outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site infection because surgical intervention was deemed necessary to prevent a permanent damage. Merz re-assessment due to follow-up information received on 20-aug-2025: the batch record review for radiesse, lot a00149710, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00149710) and no similar events were noted. In the opinion of the reporter, the event was related to injection procedure, and treatment was necessary to correctly heal the event. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case remains as serious with the serious event injection site infection because surgical intervention was deemed necessary to prevent a permanent damage. Merz re-assessment due to follow-up information received on 11-nov-2025: the outcome of the event was reported as resolved. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site infection because surgical intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this case was linked with (B)(4), referring to the same patient. This spontaneous report was received from a dutch physician and concerns a female patient. The patient was injected deep periosteally with radiesse into both zygomas (also reported as cheeks), on 31-jul-2025. Batch number was reported as unknown. A total of 0.5 ml of radiesse was injected per zygoma. Radiesse was injected using a 27 g needle. Radiesse was diluted with 0.2 ml of lidocaine (product preparation issue, off label use of device). The patient was injected deep dermally with the rest of the spare radiesse for skin improvement of the cheeks, on (B)(6) 2025. Radiesse with lidocaine in a 1:1 ratio and was injected using a 22 g 50 mm cannula. The patient was previously injected with radiesse in the cheeks (reported as the same area). The patient's relevant medical history and medications were reported as none. On (B)(6) 2025, seven days after the radiesse injection, the patient experienced signs of infection in her left cheek, redness, swelling, that were hot to touch and painful, and an abscess. On (B)(6) 2025, the patient experienced fever. The physician prescribed ciprofloxacin antibiotics, 200 mg once per day. She went to the hospital where they concluded that she had an abscess in her cheek. A surgeon drained this and prescribed flucloxacillin, 4 times a day. The outcome of the event was reported as resolving (ambiguously reported as resolved, on (B)(6) 2025). Follow-up information was received on 20-aug-2025: linking sentence was added. The patient was injected with radiesse 1.5 ml, for lifting/volume. Batch number was reported as a00149710 (expiry date: 18-feb-2026). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00149710 (expiry date: 18-feb-2026). A lot search in the global safety database was conducted. The patient was previously injected with radiesse into the cheeks and chin, for skin improvement, and had no complications. The patient needed to flush the abscess 4 times a day. The outcome of the event remained unchanged. In the opinion of the reporter, the event was related to injection procedure, treatment was necessary to make sure the event healed correctly, and the event was not considered to be permanent. Malfunctions or device deficiencies did not occur during the treatment. Follow-up information was received on 11-nov-2025: it was reported that the issue was resolved. The outcome of the event was reported as resolved in 2025 (changed from resolving).